Event description:
The initial report relating to this event was received on (B) (6) 2008, and describes a situation where a customer was processing a cord blood sample and noticed a white floating particulate in the bagset. Ten add'l instances have been reported through october 23, 2008, where particulates were identified in the rbc bag, processing bag, or freezing bag prior to processing the samples. There have been no add'l reports since that time.

Manufacturer narrative:
Add'l lot number: 08c04. The observed white particulate has not been characterized at this reporting time. We have begun investigation. Further info will be provided in a supplement to this report. No adverse event has been reported for this occurrence.